Event description:
The initial reporter alleged a suspected false reactive result with the elecsys hiv combi pt assay on the cobas 8000 - cobas e 602 module for one patient sample. The first sample, collected on (B)(6) 2022, was tested using the hiv combi pt assay and generated a reactive result with a value of 1628 coi. Subsequent testing of the same sample on (B)(6) 2022 included the diasorin xl assay, which yielded a positive result for hiv antibodies and a negative result for hiv antigen, and the biorad genius assay, which yielded a positive result for hiv type 1. A second, fresh sample from the same patient, collected at a later date, was tested and yielded negative results for hiv across all assays.

Manufacturer narrative:
The analysis was performed on a cobas e 602 analyzer (serial number: (B)(6)). The investigation determined that the elecsys hiv combi pt assay performed within specifications. A review of calibration and quality control data confirmed that all results were within expected ranges. The root cause of the reported event was likely due to contamination of the first patient sample or a sample mix-up, as all hiv results for the first sample were reactive across multiple assays, while a second, fresh sample from the same patient tested negative for hiv across all assays. The investigation concluded that the assay was functioning as intended, and no product issue was identified.